Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed product if it is returned to the manufacturer.

Event description:
The customer reported that while in patient use the ventilator stop cycling and the compressor is not working. They connected the ventilator to an external compressor and the ventilator cycles fine with no issues. The filters were removed from the compressor and they see rust inside the compressor. The patient was placed on another ventilator.